Manufacturer narrative:
The customer reported that this unit will not stay on. According to the customer, when they press the power button, the monitor will turn on; however, the unit will immediately display the shutdown message then power off. The customer tried powering the unit with and without the battery with the same results. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 11/03/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 11/03/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 11/03/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/14/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 11/17/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 11/03/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 11/14/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 11/17/2023 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that this unit will not stay on. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit will not stay on. According to the customer, when they press the power button, the monitor will turn on; however, the unit will immediately display the shutdown message then power off. The customer tried powering the unit with and without the battery with the same results. There was no patient injury reported. Investigation summary: nihon kohden received the complaint device on 11/07/2023. The device was evaluated on 11/17/2023 and we could not duplicate the complaint. The device was returned to the customer as is, but the issue recurred on 11/28/2023 under ticket (B)(4). The device was received again on 12/08/2023 and evaluated on 12/20/2023. The complaint could not be duplicated during the second evaluation and extended testing. A definitive root cause could not be determined since we could not duplicate the complaint during evaluation. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that this unit will not stay on. There was no patient injury reported.

Event description:
The customer reported that this unit will not stay on. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.